Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial ca2 result was 1.57 mmol/l. The result did not match the patient's clinical history and the customer repeated the patient sample. The repeat result was 2.25 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The alarm trace showed rinse station, abnormal blank cell, and failed calibration alarms. The field service engineer (fse) replaced the rinse tubing, checked the wash unit and adjusted the cuvette rinse volume, and performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.